Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device experienced an electrical reset and no battery measurement was dis played. It was disclosed that the patient was undergoing radiation treatment. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.